Event description:
During baxter's functional testing of a spectrum pump, it constantly alarmed for a downstream occlusion when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the constant downstream occlusion alarms. The eval was able to confirm and reproduce the symptom. The downstream sensor was calibrated to ensure proper detection.